Event description:
It was reported that a wired pulled out of the 6800 system and is missing a part (no specifics). There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Identified the need to replace the c-arm high voltage (hv) cable assembly. Hv cable assembly replaced. The system was tested and found to be working as intended and put back into service.